Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the cartridge was being filled with 300 units, the customer heard a pop sound and insulin leaked out of the septum. The customer stated that air was not removed from the cartridge prior to filling the cartridge with insulin. Reportedly, a new cartridge was loaded to address the event. There was no reported impact to the customer's blood glucose level.